Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open repair of a primary inguinal hernia procedure with mesh on (B)(6) 2010. The patient developed a superficial surgical site infection on (B)(6) 2011. The patient was treated with local medication and antibiotic therapy. The event was listed as resolved on (B)(6) 2010.